Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report a flashing display. Customer's blood glucose reading was unknown and had to treat with manual injection. The customer was advised to discontinue the device and revert to a backup plan. The device was replaced and was returned for analysis.

Manufacturer narrative:
The insulin pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. No cosmetic damage noted.